Manufacturer narrative:
This device was used for treatment, not diagnosis. Calori, g., et. Al., (2014), incidence of donor site morbidity following harvesting from iliac crest or ria graft, injury, 45s, s116-s120. This report is for an unknown reamer. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: calori, g., et. Al., (2014), incidence of donor site morbidity following harvesting from iliac crest or ria graft, injury, 45s, s116-s120. This is a retrospective clinical study conducted in the orthopaedic institute g. Pini (university of milan) based on a database of patients treated for long bone non-union between january 2010 and january 2013. A total of 70 patients (44 male and 26 female) with a mean age of 51 years was included in the study. 2013. The objective of this clinical study was to determine whether the use of the ria system may be safer than the gold standard abg derived from iliac crest by conducting a systematic evaluation of the intra-operative and postoperative complications with these two techniques. Complication that was reported is pain at one month and six month follow up. The ria reamer head disconnected from the reamer shaft and it was removed without additional intervention. Also reported was metal debris was noted at a harvest site in the femur. There is not sufficient information to file multiple reports. This is report 2 of 2 for (B)(4). This complaint involves 1 device.